Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced unexpected premature battery depletion and an electrical reset occurred. The device was programmed off and remains implanted. No patient complications have been reported as a result of this event.